Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire. The instrument hook was manually manipulated and failed the electric continuity test on 2 of 3 attempts, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The instrument failed the energy delivery test on 3 of 4 attempts. It would initially hesitate to deliver energy, then would deliver energy after rearranging the hook. There were no signs of arcing. The instrument was not fully functional. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument stopped conducting cautery during procedure. The procedure was completed with no reported injury.